Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead failed to advance over the guidewire. The lead was not used, and physician completed the procedure via left bundle branch area pacing. There were no patient consequences.